Event description:
It was reported that during inappropriate atrial tachy response (atr) events due to right atrial (ra) farfield oversensing, the right ventricular (rv) lead exhibited what appears to be intermittent loss of capture (loc). This left ventricular (lv) lead also exhibited what appears to be loc in the presenting electrogram (egm). Reportedly, during the last in office visit, the rv and lv thresholds were set to less than the recommended safety margin, and technical services (ts) recommended further evaluation in the clinic to determine if there is an increase in the thresholds. The patient is pacing dependent, however, there was no asystole noted during the loc as the egm shows the beat's deflection coming through. Additional information was provided. It was mentioned that there was loc observed again and ts confirmed it is loc. The lead remains in service. No adverse patient effects were reported.